Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted all remaining staples were placed, and test media was transected. Functionally, the reload interlock was tested and found to function properly. It was reported that the firing could not be done at all. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of device partially fired that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. This issue can occur when the firing handle has not been completely cycled. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pli10: medtronic's initial evaluation of the incident device found that the reload was partially fired and the interlock was engaged.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle, (serial # unknown) sigpshell, sig power sigpshell control shell, (lot # unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a low anterior resection with robot support and lateral lymph node dissection, the firing could not be done at all. While the jaw was fully closed, the green activation button did not light up, preventing the firing process. Despite repeated attempts, the issue persisted, and upon removal from the trocar, staples were observed protruding near the base of the cartridge¿s jaw. The cartridge was replaced, allowing the procedure to continue without further complications. There was no patient injury. Pli10: medtronic's initial evaluation of the incident device found that the reload was partially fired and the interlock was engaged.